Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was stopped working completely. Customer stated that the insulin pump was exposed to moisture. Customer stated they see fluid under the liquid crystal display. Customer stated that the bottom screen looks cracked, left corner was black and rest was gray opaque look. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.